Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure, catheter withdrawal difficulties occurred. The 90% stenosed lesion was located in the non-tortuous left renal artery. The physician pre-dilated the lesion with a 5.0 x 15mm x 180 sterling rx balloon catheter and the lesion stenosis was decreased to 20%. Next, the express biliary sd monorail pre-mounted stent system was advanced to the lesion and inflated one time to 12 atms. The stent was fully apposed and implanted in the intended position. The physician adjusted the balloon slightly out of the aorta and inflated the balloon to 14 atms. The physician deflated the balloon and attempted to pull the express sd balloon into the guide catheter, however, this attempt was unsuccessful. The physician 'dialed up and dialed down multiple times'. Finally, the express sd catheter and guide catheter were removed together as a unit outside of the patient, however, it was noted that these two devices were not 'stuck' together. The physician completed the procedure with this device. It was noted that the case took longer than anticipated due to this event. The physician advanced a diagnostic catheter to the lesion site to take the final pictures. No patient complications were noted and the patient's status was reported as 'fine'.

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure, catheter withdrawal difficulties occurred. The 90% stenosed lesion was located in the non-tortuous left renal artery. The physician pre-dilated the lesion with a 5.0 x 15mm x 180 sterling rx balloon catheter and the lesion stenosis was decreased to 20%. Next, the express biliary sd monorail pre-mounted stent system was advanced to the lesion and inflated one time to 12 atms. The stent was fully apposed and implanted in the intended position. The physician adjusted the balloon slightly out of the aorta and inflated the balloon to 14 atms. The physician deflated the balloon and attempted to pull the express sd balloon into the guide catheter, however, this attempt was unsuccessful. The physician "dialed up and dialed down multiple times". Finally, the express sd catheter and guide catheter were removed together as a unit outside of the patient, however, it was noted that these two devices were not "stuck" together. The physician completed the procedure with this device. It was noted that the case took longer than anticipated due to this event. The physician advanced a diagnostic catheter to the lesion site to take the final pictures. No patient complications were noted and the patient's status was reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer. The returned device was received with the stent delivery device (sds) stuck inside the 7fr guide catheter. Excess dried blood was noted within the hub of the guide catheter and in between the guide catheter and sds. The sds balloon was stuck to the guide catheter. The returned condition of these devices made it difficult to move the sds distally or proximally. A visual and tactile inspection revealed a bulge at the tip of the guide catheter indicative of excessive force pushing against the inner diameter of the guide catheter. There were no indications of manufacturing defects or product specification non-conformances found during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Pt 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).